Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: observed creases on the device. Brown particles observed the outer the device. No further actions are required as the device was implanted." Additional, corrected and/or changed data.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.